Manufacturer narrative:
(B)(4). Batch # t5d86x. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric sleeve, on the fourth firing with a green reload with buttressing, the right side of the remnant side the cut line did not form they were goal post staples. Case completed by over sewing the staple line, a fifth reload was used with the stapler to complete the case. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d86x. Investigation summary : the analysis found that one plee60a device was returned with no apparent damage with an gst60g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/30/2020. Corrected data: investigation summary the analysis found that one plee60a device was returned with no apparent damage with an gst60g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the analysis summary provided and visual analysis of the returned reload, the cause of the malformed staples reported by the customer was a result of a damaged one-piece sled. Even though the cause of the reported complaint was identified and determined to not be related to the field action, the device was CT scanned to further examine the anvil of the device. The CT scan and geomagic comparison to the model did not identify any nonconformance of the anvil to the print specification. The device was test fired on a test skin using an ecr60b reload. The staple line was complete, and no malformed staples were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.